Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a sensor anomaly. It was reported that the customer was missing an electrode on the sensor. The sensor is being replaced. The customers blood glucose level was unknown.